Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd the attached user facility report ((B)(4)) from the (B)(6) registry. The report indicated that the pt presented with drainage from his driveline and had a mediastinal infection. It also stated that the pt "had irrigation, resection of deep facial tissues and placement of wound vacuum assisted closure (vac)." The pt remains ongoing.